Event description:
It was reported that the customer's compact plus meter started smoking, and he removed the batteries. The customer stated the meter showed visible smoke and the batteries were not leaking.